Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and all steps were performed as usual and the black marker was visible. After loosening the tube, there was bleeding. Even after a long hold, the hemostasis could only be reached as long as the thread was on the move. As soon as it was resolved, there was another bleeding. The bleeding was stopped by 15 minutes of manual compression. The patient was closely controlled, and there were no complications or harm to the patient, the patient was in stable condition. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed. It was a right femoral artery puncture. Additional information was received on 19nov2019. The type of procedure that was being performed was a coronary percutaneous transluminal angioplasty (pta). "After loosening the tube" refers to the tamper tube. After pushing it down to model the collagen to the outside of the arterial wall and holding it for 20 seconds the physician released the tamper tube a little bit and wanted to pull it out; however, it started to bleed immediately. He then pushed the tamper tube down again and the bleeding stopped again.